Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted marks from the use of explant tools and electrocautery on the exterior of the case. All setscrew seal plugs were confirmed to be intact and each setscrew was confirmed to operate as expected. A longevity calculation confirmed this device did not last as long as expected. Review of device memory confirmed a charge timeout error. A manual capacitor reformation was initiated and long charge time errors resulted. The device case was removed to facilitate inspection and testing of the internal components. Visual examination of the interior of the device identified no anomalies. A charge was commanded and the resultant charge time was 42 seconds which is longer than expected. The dump resistor was removed from the circuitry and another charge was commanded. This time the charge time was 8.5 seconds. This points to an issue with the high voltage dump circuitry. The transistor that is used to internally dump the charge on the high voltage capacitors was isolated from the high voltage circuit. Testing of this component found it was damaged and was the root cause of the observed long charge times. Root cause of the damage to this component could not be determined.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. During an in clinic interrogation with a programmer, long charge time and charge timeout codes were observed. A copy of device memory was submitted for analysis. Analysis of device memory noted that the device declared the long charge time and charge timeout codes after an attempted capacitor reformation took 44 seconds. Previous charge times were noted to be within normal limits and battery diagnostics were appropriate. Device replacement was recommended. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.